Manufacturer narrative:
(B)(4). Article citation: ¿implementation of an integrated biodimensional method of breast augmentation with anatomic, highly cohesive silicone gel implants: short-term results with the first 620 consecutive cases.¿ paolo montemurro, md; mouchammed agko, md; alessandro quattrini li, md; stefano avvedimento, md; and per hedén, md, phd. Aesthetic surgery journal 2017, vol 37(7) 782¿792. Events of capsular contracture, delayed healing, seroma, hematoma, pain, rotation, malposition, and double bubble are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. - attachment: [montemurro article 16oct2017.pdf].

Event description:
In the article ¿implementation of an integrated biodimensional method of breast augmentation with anatomic, highly cohesive silicone gel implants: short-term results with the first 620 consecutive cases¿ the authors reported ¿complications occurred in 14.8% (92/620) of the patients and 10% (125/1240) of the implants¿. ¿a single type of complication was identified in 85 patients, whereas the remaining patients had two or three synchronous or metachronous complications.¿ article went on to report 138 complications occurring in 125 breasts, from 92 patients. The 138 complications reported were: forty two requests for larger size, 21 rotations, 20 instances of capsular contracture baker grade unknown, 15 malpositions, 13 reports of ¿antibiotic/redness,¿ 9 instances of delayed wound healing, 8 double bubbles, 4 double capsules, 3 seromas, 2 cases of ¿severe pain/anxiety¿ and 1 hematoma. Reoperation took place in 79/138 breasts, out of 54 patients.